Manufacturer narrative:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium a hemostatic valve separation issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became displaced during the procedure. The valve came apart inside the sheath and was dislodged upon insertion. The staff prepped the sheath correctly but when the dilator was inserted, the valve was dislodged. When the sheath was replaced, the issue resolved. Additional information was received on the event. The white valve that prevents air and blood loose at the end of the sheath. The valve inside was displaced not broken. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 5cc. The device evaluation was completed on 15-oct-2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the carto vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record was performed for the finished device batch number, and no internal actions were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-oct-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium a hemostatic valve separation issue occurred. The valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became displaced during the procedure. The valve came apart inside the sheath and was dislodged upon insertion. The staff prepped the sheath correctly but when the dilator was inserted, the valve was dislodged. When the sheath was replaced, the issue resolved. Additional information was received on the event. The white valve that prevents air and blood loose at the end of the sheath. The valve inside was displaced not broken. The hemostatic valve/brim cap/hub did not become detached from the sheath. No air entered the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was 5cc. The event was assessed as a MDR reportable hemostatic valve separation issue.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).